Manufacturer narrative:
Product analysis results: the pantheris catheter was returned with the wire still attached and within the introducer sheath. During the visual and microscopic inspection of the device, extensive damages were found on the returned pantheris catheter, however, no missing or detached components were confirmed. Both the wire, which was found deformed, and the sheath (non-avinger devices) were found to be intact. On the pantheris catheter, the distal assembly was found deformed, the guidewire lumen was found lifted from the torque shaft, twisted tubing was observed on the proximal and distal portions of the torque shaft, and deformation damage was also found on the occlusion balloon. The damages found prevented the device from optical coherence tomography (oct) image testing in the lab.

Event description:
During an atherectomy procedure, it was reported that a screen freeze occurred, and then a very grainy picture, as well as "jumping images" on the lightbox monitor were observed. The physician went to remove the pantheris catheter and found that the spiderwire (embolic protection device, a non-avinger device) being used in the procedure, had wrapped around the shaft of the pantheris catheter. During removal of the pantheris device, the physician noted extravasation from the patient's cfa (common femoral artery), close to the insertion site. The atherectomy procedure was aborted, so the patient's vessel could be repaired. It was further reported that the physician did encounter resistance when trying to remove the devices, and pulled the spiderwire, pantheris catheter, and sheath (non-avinger device) out altogether. Follow up revealed that the patient's vessel was repaired, and that the patient is recovering well.